Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used for carotid graft procedure. The suture broke. The surgeon used another product. No patient injury was reported.